Event description:
While the surgeon was tamping in the fixation pin on the right c5 vertebrae, the fixation pin snapped off and was embedded into the vertebrae. The fixation pin broke in half and the tip of it remains in the patient's vertebrae.